Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the patient suffered the following issues on account of her 2 asr hip implants: pain; disability; loss of function; use and range of motion; decreased and poor hip performance and longevity; gait disturbance. Update (B)(6) 2013 - patient's medical records were received. Records indicate upon revision the patient's femoral stem was found to be loose. Also noted, was metallosis in the hip joint. The femoral stem is being added to the complaint and the complaint re-opened.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the warsaw and international complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.